Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was torn. There was a visual observation with the delivery system introducer sheath. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. There was hydrophilic coating along the entire length of the sheath of the introducer. There was contrast on the distal end of the sheath of the introducer. There were no anomalies found with the shaft of the dilator of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was difficulty inserting the introducer due to a issue with friction. It was noted that the hydrophilic coating was insufficient. The sheath was moistened but it was noted that the  hydrophilic coating was effective at the tip and near the handle, but the middle section remained less slippery. The sheath was attempted/not used. The delivery system introducer was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.